Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported resistance was felt during catheter sheath insertion into the vessel, the tip was found to be curled and had burrs. No further information was provided. It was reported this occurred with two device. This report addresses both devices.